Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported the touch screen is intermittent. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen intermittent issue. The fse replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.